Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead had an insulation breach which resulted in changes in pacing impedance. The lead was explanted and replaced. The patient was recovering well, with no further consequences.

Manufacturer narrative:
Further information was requested but not received.